Event description:
While in the patient's mouth, the hub (on a diposable dental needle) separated from the needle and the needle remained lodged in the pt's gum. The pt was referred to an oral surgeon who was able to remove the needle from the pt's mouth. The patient is doing well.